Event description:
The customer reported that the device was rebooting.

Manufacturer narrative:
H-3 and h-6: the factory has not yet received the device for evaluation, and this complaint is still under investigation.